Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient did not use their pump because they were abroad. When the patient started their original pump, there was only a sand clock on the screen and the system could not go further. The patient tried different batteries with the pump but the issue continued and the display screen only showed the sand clock. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2018 with the following findings: on investigation, the pump powered on with functioning auditory tone and vibration. The pump would not progress to the verify screen; the hourglass icon appeared on the screen and remained as the pump was unable to boot up. Investigation confirmed/duplicated the complaint. An electronically erasable programmable read-only memory (eeprom)component was found to be cracked inside the pump. Eeprom failure was concluded. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.